Event description:
It was reported that the patient's right ventricular (RV) lead exhibited noise and decreased pacing impedance measurements. The lead was explanted and replaced. The patient was stable throughout.